Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The daughter also stated that on several occasions, the basal rates have been erased on the insulin pump. Nothing further was reported.